Event description:
Discordant, falsely low calcium (ca) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was an aliquot from the primary tube and was repeated on the same instrument, resulting higher than the initial result. The primary tube from the patient sample was repeated on the same instrument, resulting higher than the initial result. The sample was run on an alternate dimension vista instrument, resulting higher than the initial and the first repeat results. The sample was also repeated using an alternate methodology, which correlated with the second repeat result obtained on the initial instrument (s/n: (B)(4)) and the result obtained on an alternate dimension vista instrument. A corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
The initial MDR 1226181-2015-00151 was filed on march 20, 2015.additional information (03/26/2015): a siemens headquarters support center (hsc) specialist reviewed the instrument data and could not locate the data for the discordant calcium results. The hsc reviewed the calculation data and determined that there was no indication of reagent delivery or sample mixing issues. The cause of discordant, falsely low calcium results on one patient sample is unknown.

Manufacturer narrative:
The cause of discordant, falsely low calcium results on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.